Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance-guide wire was able to be confirmed. The reported difficult to advance- introducer sheath was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the introducer sheath resulted in the noted stretched and overlapped stent struts; thus resulting in the reported difficult to advance-introducer sheath. Further manipulation of the device and/or mishandling resulted in the noted device damages (bunched/kinked inner member and outer member, multiple bayonet/support wire and outer member kinks, stretched guide wire exit notch, multiple hypotube bends); thus resulting in the reported difficult to advance-guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a right coronary artery. Pre-dilatation was performed with a trek balloon. A 3.50x28mm xience alpine failed to cross due to a device interaction with a non-abbott guide wire and non-abbott introducer sheath. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted the top portion of the guide wire exit notch was stretched.